Manufacturer narrative:
(B)(4).

Event description:
Patient's nurse contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient was having an issue with his g5 mobile application. No additional patient or event information is available.